Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact on the customer¿s blood glucose level. A replacement pump was sent. The customer did not have a backup insulin therapy readily available and planned to contact their healthcare provider.